Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the pt noticed a temporal dark shadow. The association between this event and the iol is not known. Additional info has been requested.